Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking from the stay safe connector. Patient stated that the solution did not get onto the cycler. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant's investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.